Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device log. However, the device was put through extensive testing without duplicating the report. Further evaluation of the pace/defib engine board found no discrepancies. The pace/defib engine board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed "defib disabled" and "defib fault 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.